Event description:
Reported blood glucose results of "162 mg/dl and 127 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient retested and obtained a result of 28 control, which indicates that the blood sample was too small, smeared, or another drop was added after the test began. The meter, test strips, and control solution are being replaced.